Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure, the lead (s/n: (B)(4) was implanted and explanted multiple times. On the fifth time, the lead was stuck in the guidewire. The physician requested for a second new lead. The second lead (s/n: (B)(4) was tested multiple times and exhibited out of range low impedance. A third lead was implanted successfully. The patient was stable during and after the procedure.